Manufacturer narrative:
The product is not available for return. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Due to the lack of sample and photos/videos, the reported problem could not be verified and therefore, the root cause of the capsule damage could not be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in australia reported during the polishing portion of a cataract procedure, posterior capsule (pc) tear occurred. Due to the pc tear and the need for vitrectomy, surgery was extended by approximately 20 minutes, requiring extra topical anesthetic. No extra medications or treatments were needed. Patient was reviewed the following day, (B)(6) 2026, and no adverse outcomes were reported.